Manufacturer narrative:
(B)(4).

Event description:
Additional information: operative procedure notes were received: it was stated that patient had been implanted for nearly 10 years and started developing increasing weakness of her lower extremities. A myelographic evaluation showed potential compression at the level of the catheter tip which was at approximately t7-8. Patient had been implanted with a spinal cord stimulation system as well for post lumbar laminectomy syndrome and had excellent pain relief with nearly complete weaning from oral opiate therapy until her pain started to increase and weakness ensued. A myelographic evaluation was then performed with a suggestion of cord compression. She was seen by neurosurgery who felt that the intraspinal catheter removal will eliminate this problem without the need for open spine surgery. During surgery the catheter was carefully dissected free from the surrounding scar tissue. The intraspinal portion was then mobilized slightly with clear ability to visualize to remove the catheter in its entirety from the subarachnoid space. A purse suture was then applied to the catheter's location to eliminate any csf leakage and the butterfly anchor was dissected free from the surrounding scar tissue. A new intrathecal catheter was implanted and its tip location was at t9-10 approx. One full vertebral level below where the protein deposition was identified. A dye study through the catheter showed complete dye flow with no csf loculations. A pursestring suture was applied to the new catheter. A butterfly anchor was then sutured to the fascia. Upon completion of the operative procedure the patient was transported to the recovery room neurologically intact in satisfactory condition. Patient's pre-operative and post-operative diagnosis were concluded as following: post laminectomy syndrome with intrathecal catheter tip protein deposition causing potential spinal cord compression. Patient was seen on (B)(6) 2013 with complaints of low back pain radiating to the right buttock and reported lower extremity weakness had slowly improved over the past month or so. Patient reported that because her pain had lessened she desired to wean back off the oxycodone and desirous to return to work in jan. On examination the surgical lumbar incision was healing well without signs of infection.

Manufacturer narrative:
(B)(4).

Event description:
As of (B)(6) 2014 it was stated that the patient had healed well from replacement. The concentration reduction also resulted in a resolution of the neurological dysfunction after the catheter replacement on (B)(6) 2013. She has complete resolution of those neurological sequelae. Patient continued to be on oral opioid which was oxycodone.

Event description:
It was reported that there had been a granuloma. The spinal segment of the implanted catheter was removed and replaced. At the time of report, there was no patient injury. The device system was used to deliver morphine, bupivacaine, and clonidine. Five days later, it was reported that the cause of the granuloma was unknown. The granuloma had not been removed or surgically explored. It was indicated that the patient¿s therapy was resumed postoperatively and she was without neurological deficits.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).